Event description:
It was reported that during a ptca procedure, the physician experienced difficulty advancing the balloon catheter on the wire. The guide wire fractured in the balloon catheter. Pt status is listed as "okay".